Event description:
Technician alleged the brakes were not holding.

Manufacturer narrative:
Technician found the brake pedal sets but wheels drifts from normal wear. He rebuilt worn parts on brake block mechanism to resolve the issue.